Event description:
Subsequent to uneventful bilateral lasik surgery with the intralase fs laser, the pt's visual recovery has been delayed in the os eye. Preoperatively, the pt's best corrected visual acuity (bcva) was 20/20 os. Postoperatively, the pt presented with persistent flap edema and striae in the interface. At the 3-month postoperative visit, the pt's bcva was 20/50 os. The surgeon performed a flap revision procedure 3 months later in an attempt to improve the pt's vision. However, the postoperative visual acuity is not available at this time. At the time of the flap revision, the striae had resolved and mild flap edema was observed.